Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified and reproduced. The device was found out of specification in relation to the reported upstream occlusion error which were verified through a review of the event history log by the presence of "upstream occlusion". Evaluation determined the cause to be out of specification ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced upstream occlusion error in the biomed service department. There was no patient involvement. No additional information is available